Event description:
A pump alarm was reported during the loading process, with a history of similar occurrences. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to put the pump into storage mode and was provided with a pre-paid label to return it within ten days. A replacement pump was arranged as the malfunctioning pump was under warranty, and the customer confirmed the continuation of current backup therapy.